Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11283r66, implanted: (B)(6) 2002, product type: catheter. Product ID: 8711, lot# j11266r29, implanted: (B)(6) 2002, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. In (B)(6) 2015, withdrawal symptoms were reported. The change in therapy/symptoms was sudden. The patient's pump had been empty for one week and she started having symptoms around that time. The patient still had an el pump registered from 2002. No interventions were mentioned. The situation was currently being addressed by the hcp. The hcp put her on oral medications for withdrawal symptoms. On (B)(6) 2015, additional information was received from the hcp indicated no troubleshooting or diagnostics had been performed yet and was to be determined. Actions/interventions were also to be determined. The cause of the empty pump had not yet been determined. The pump was to be interrogated on (B)(6) 2015. The cause of the event, interventions, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the patient on 08-jan-2016 and it was reported that in (B)(6) 2013, she asked to have saline put in her pump ¿because of other issues going on in her life and also the doctor¿s office¿. Putting saline in the pump caused her to go through withdrawal. The pump had not been filled since. The patient wanted to get a new pump now because she believed she would like the therapy back. Per the patient, her pump ¿is dead¿. The patient didn¿t currently have a pump managing physician and was looking for one.